Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient's implantable pulse generator (ipg) was replaced. Reportedly, the patient received the message indicating the device was reaching the end of service.